Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 4. Reference MFR. Reports#: 1627487-2018-10148, 1627487-2018-10150, 1627487-2018-10151. It was reported that the patient's scs system was slated to be explanted for reasons currently unknown.

Event description:
Device 2 of 4 reference MFR. Report#: 1627487-2018-10148, 1627487-2018-10150, 1627487-2018-10151. Follow up revealed that the patient elected to have his scs system explanted per own request.

Manufacturer narrative:
Corrected data: follow up identified that this product should not have been reported on in 2018 because there were no alleged deficiencies with the product and there was no intervention undertaken.